Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately a couple months ago.

Event description:
It was reported that patient was experiencing discomfort at the ipg site. The patient underwent a revision procedure where in the ipg site was relocated and was doing well postoperatively. No device malfunction was suspected. The ipg remained implanted.